Manufacturer narrative:
The complaint is not confirmed. One unpacked abs-10066, seral (B)(6) was received for evaluation. Visual inspection found regular signs of wear and tear. No visual damage. The device was assembled with a new blood processing set and was tested and evaluated under normal conditions to see if the reported issue(s) could be reproduced. Testing results: sixty ml of human whole blood (13% acd-a) was processed on the device with standard settings at seven percent hematocrit. The disposable was loaded onto the console without issue. The device reported outputs of 22 ml platelet-poor plasma (ppp), 35 ml rbc, and 5 ml prp. The prp volume within the syringe was recorded as 4.8 ml. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). The console functioned normally, however, there was a slight screeching noise reported. No errors were reported during processing. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. The reported incidence could not be repeated.

Event description:
It was reported that the centrifuge is defective. During first run, blood leaked out of the separation chamber. In the second run, nothing was pumped out of the separation chamber (neither thrombocytes, nor plasma or erys). The pump rotor always mobilized upwards, and the valve assembly driver also seemed to be a little loose. No harm for patient, operator or third party was reported. Update swit 09-feb-2024: nobody came in contact with blood, the blood remained in the chamber (centrifuge).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.